Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted. (B)(6).

Event description:
It was reported that the operator complained the device was cutting too deep and cutting in and out during surgery. It is unknown if there was a surgical delay but an alternate device was available for use. There was no patient harm or impact/damage to the graft harvest. No additional information is available. No adverse events were reported as a result of this malfunction.

Event description:
No additional event information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Review of the most recent repair record determined the motor would not work, the eccentric shaft and die cast aluminum lever had failed, and the unit was out of calibration. The motor, switch, reciprocating arm, ball plunger, die cast aluminum lever, and eccentric shaft were replaced and the unit was calibrated to resolve the reported issue. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.